Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the connecting tube and the bending tube both was dented, the grip element and the operating element both was discolored, the electrical connector was corroded, the plastic distal end cover was stained, the channel tube was broken and not waterproofed, the channel tube was broken and the suction volume did not meet the standard, the bend angle in the up direction did not meet the standard due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility.

Event description:
The customer reported to olympus that bronchovideoscope had insertion area pressed. The issue occurred during preparation for use for an unspecified therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found the connecting tube had a peeling coating (more than 1 mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress, such as scratching/hitting the insertion section caused the peeling to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.